Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using four proglide devices via a 6f sheath after a peripheral intervention procedure. Reportedly, a cuff miss occurred with all four proglide devices. A non-abbott closure device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported cuff miss/ suture retrieval issue was confirmed. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.